Event description:
The pt reported he had just been in the hospital. According to the pt's peritoneal dialysis registered nurse (pd rn), he was hospitalized with peritonitis. There were no fluid leaks during treatment prior to the infection; he reportedly rushes and does not wash his hands thoroughly prior to performing his treatments. He presented with cloudy effluent with fibrin and was diagnosed with peritonitis on (B)(6) 2014. He was hospitalized on (B)(6) 2014 and released (B)(6) 2014, when it seemed he was starting to feel better. However, following his release, his effluent still had an elevated white blood cell count and he was experiencing abdominal pain. His physician ascertained that the peritonitis had never cleared. The bacterium was cultured as gordonia bronchialis, which the physician reportedly had never heard of in a peritoneal dialysis pt. Since the infection was from an unusual microorganism and persisted, the pt's catheter was removed at the hospital on (B)(6) 2014. The pt was rehospitalized at that time to try and clear the infection and he received hemodialysis. He was released on (B)(6) 2014, but per his pd rn, he is still on antibiotics, so she doesn't know if the infection has resolved. The pt is on hemodialysis now and the hospital discharge summary was not provided to the pd clinic.

Manufacturer narrative:
Medical records have been received and are under review. The device has not yet been received for physical eval. A plant investigation is in progress and a supplemental report will be submitted upon completion.